Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to claim the patient's receiver did not ring when patient was in a hypoglycemic event on (B)(6) 2015. No additional event or patient information is available.